Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during catheter implant or catheterization, the guide wire was stuck and was unable to self-remove. The catheter was not repaired and there was no leak. Tego was utilized or used. There was no problem with the luer. There was no treatment of the insertion site prior to product implantation. There was no reported patient injury.

Event description:
According to the reporter, during catheter insertion, the guide wire got stuck at the tip of the puncture needle and the guidewire could not be pulled out. The catheter was not repaired and there was no leak. Tego was utilized or used. There was no problem with the luer. There was no treatment of the insertion site prior to product implantation. Iodophor was the cleaning agent used on the device. Nothing unusual observed on the device prior to use. The guidewire used was the one included in the catheter kit. No other products being utilized with the device. No excessive force used on insertion and withdrawal of the guide wire. The puncture needle used was the one included. There was no frayed, coiled, or unraveled abnormality. The dimension(s) of the needle and the guide wire matched what was indicated on the label under visual observation. There was no dimension issue noted. They pulled the guide wire and puncture needle out of the body together and separated the guide wire and puncture needle normally. The product was replaced with new catheter of the same product ID (identifier) as remedial action on the same day and the procedure was completed. There was no blood loss. A blood transfusion was not required. No intervention/medical treatment required as the result of the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during catheter insertion, the guide wire got stuck at the tip of the puncture needle and the guidewire could not be pulled out. The catheter was not repaired and there was no leak. Tego was utilized or used. There was no problem with the luer. There was no treatment of the insertion site prior to product implantation. Iodophor was the cleaning agent used on the device. Nothing unusual observed on the device prior to use. The guidewire used was the one included in the catheter kit. No other products being utilized with the device. No excessive force used on insertion and withdrawal of the guide wire. They pulled out the guide wire normally. The product was replaced with new catheter of the same product ID (identifier) as remedial action on the same day and the procedure was completed. There was no blood loss. No intervention/medical treatment required as the result of the event. There was no reported patient injury.

Event description:
According to the reporter, during catheter insertion, the guide wire got stuck at the tip of the puncture needle and the guidewire could not be pulled out. The catheter was not repaired and there was no leak. Tego was utilized or used. There was no problem with the luer. There was no treatment of the insertion site prior to product implantation. Iodophor was the cleaning agent used on the device. Nothing unusual observed on the device prior to use. The guidewire used was the one included in the catheter kit. No other products being utilized with the device. No excessive force used on insertion and withdrawal of the guide wire. The product was replaced with new catheter of the same product ID (identifier) as remedial action on the same day and the procedure was completed. There wasno blood loss. No intervention/medical treatment required as the result of the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one guidewire which was inserted into the puncture needle included with the kit. The guidewire was stuck and required force to remove. Examination of the guidewire revealed some material wrapped around the distal end (close to the j-hook) which was causing the obstruction. After forwarding the device to engineering for additional analysis, the material that caused obstruction could not be reliably determined. It was reported that the guide wire was unable to be withdrawn. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during catheter insertion, the guide wire got stuck at the tip of the puncture needle and the guidewire could not be pulled out. The catheter was not repaired and there was no leak. Tego was utilized or used. There was no problem with the luer. There was no treatment of the insertion site prior to product implantation. Iodophor was the cleaning agent used on the device. Nothing unusual observed on the device prior to use. The guidewire used was the one included in the catheter kit. No other products being utilized with the device. No excessive force used on insertion and withdrawal of the guide wire. The puncture needle used was the one included. There was no frayed, coiled, or unraveled abnormality. The dimension(s) of the needle and the guide wire matched what was indicated on the label under visual observation. There was no dimension issue noted. They pulled the guide wire and pun cture needle out of the body together and separated the guide wire and puncture needle normally. There were no other tools used to remove the guidewire. The product was replaced with new catheter of the same product ID (identifier) as remedial action on the same day and the procedure was completed. There was no blood loss. A blood transfusion was not required. No intervention/medical treatment required as the result of the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during catheter insertion, the guide wire got stuck at the tip of the puncture needle and the guidewire could not be pulled out. The catheter was not repaired and there was no leak. Tego was utilized or used. There was no problem with the luer. There was no treatment of the insertion site prior to product implantation. Iodophor was the cleaning agent used on the device. Nothing unusual observed on the device prior to use. The guidewire used was the one included in the catheter kit. No other products being utilized with the device. No excessive force used on insertion and withdrawal of the guide wire. The puncture needle used was the one included. There was no frayed, coiled, or unraveled abnormality. The dimension(s) of the needle and the guide wire matched what was indicated on the label under visual observation. There was no dimension issue noted. It was necessary to remove the guide wire (at the same time) and the needle from the patient. They pulled out the guide wire normally. The product was replaced with new catheter of the same product ID (identifier) as remedial action on the same day and the procedure was completed. There was no blood loss. A blood transfusion was not required. No intervention/medical treatment required as the result of the event. There was no reported patient injury.